Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat event. A review of risk management files found that failure to maintain the recommended suction may result in device failure. A review of the instructions for use found that the wand is a single use device and can not be reused. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. The resistance measured at 1.73 kilo ohms. The complaint was confirmed and the root cause was associated with the reuse of a single use device. Factors that could contribute to an e7 error include previous use, and disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
D9: supplemental MDR 002 was inadvertently submitted as malfunction in h1. However, it was a serious injury.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a rcr procedure, the wand showed an e7 error code. The procedure was completed by changing the surgical technique as no backup device available. No significant delay reported. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.